Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that, during a pump replacement for normal end of life (eol) on the date of this report, the healthcare provider (hcp) was unable to aspirate the catheter of drug. The hcp was not going to do a dye study because he could not aspirate the catheter. It was noted that, at the last pump refill, the expected reservoir volume (erv) was 4.1ml and the actual reservoir volume (arv) was 7ml. The reporter had no further history regarding volume discrepancies. The patient did not experience any therapy issues. The device system was used to deliver bupivacaine and morphine. It was later reported that it was not determined if and where a catheter issue was present. A dye study was not performed, as the hcp did not want to bolus the medication and the patient had not consented for a catheter revision. Only a pump replacement was done. As of (B)(6) 2014, that patient was doing ¿okay¿ and did not have complaints of ineffective therapy. The hcp was to continue to watch the patient and note actual and expected reservoir volumes at pump refills. If the patient did complain of increased pain or therapy issues, then the hcp would do a dye study and possible catheter revision. It was noted that the pump would not be returned to the manufacturer for analysis.